Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the patient. Boston scientific technical services (ts) received a call from the patient. The patient provided the icm device came out last night when they were sleeping. Ts referred the patient to the clinic to assist in device return. The icm device has not yet been returned. No other devices have been implanted at this time. There were no additional adverse patient effects reported.